Event description:
It was reported that the patient presented to the emergency room after receiving a shock. An episode was treated with anti-tachycardia pacing (atp) and shock in the ventricular tachycardia (vt) zone. After atp ramp, vt accelerated to ventricular fibrillation (vf). The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.